Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01463. It was reported the doctor experienced difficulty implanting both leads intended for use. Also, high impedance remained present no matter where the doctor attempted to place the leads. As a result, the procedure was abandoned.